Event description:
Patient admitted to this facility for evaluation of cardia condition. While admitted, the patient complained of ankle pain. X-ray performed and revealed that the screw which was holding the plate on her ankle was fractured. Physician made the decision to leave the device in place and cast the ankle in hopes that the site would calcify and create a stronger bond because the bone would not accept another device.upon investigation, we discovered that the device had not been implanted at our facility.